Event description:
(B)(4). Pain and cramps in uterus. Swelling in abdomen. Weight gain that cant be lost even with workouts and diet. Frequent headaches. Diagnosed with anxiety after having essure put in.